Event description:
It was reported that the device could not remove the cassette. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a cracked downstream occlusion seal. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The downstream occlusion seal was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.